Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had iui female(left) bent pin. There was no patient involvement.

Event description:
It was reported that the device had iui female(left) bent pin. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21 & annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex b: b01, annex c: c16 & annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of iui female (left) ¿ bent pin was confirmed. On 15-january-2025, lvp was received unboxed and with paperwork. Unit passes asm functional testing, no other issues noted. Unable to determine where the faulty issue originated. Could be a vendor defect or production build issue. Recommend bd san diego repair center replace the left iui connector. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.